Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of the patient via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that a power on reset (por) code appeared on the patient's ins recharger. The rep was to meet with the patient on (B)(6) 2018. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the cause and code associated with the por was unknown as they were not at the appointment. As a step taken to resolve the issue, the clinician programmer was used to clear the por.